Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient got ready to charge and their recharger had a doctor show on the screen along with rti. Patient needed to know what they needed to do before their stimulator dies. It was implanted on (B)(6) 2009. Additional information was received from the patient. It was reported that the patient device has been implanted since 2009 and they need to get stimulation to feel more life before. Patient said pain level went up also. Patient saw the manufacturing representative (rep) and called their neurologist to set up an appointment to see him then they will set up a date for replacement device. The issue regarding the recharge screen showing call your doctor and rti has not been resolved. Patient said they are losing battery life and they need to have a new stimulator implanted, patient said they will be having this done on (B)(6) 2018. No further patient symptoms or complications were reported in this event.